Event description:
The respiratory therapist placed the filter-pro device on the end of the syringe to remove any air from the arterial blood gas sample. Upon pushing on the syringe plunger, blood allegedly came through the filter-pro and the rt was exposed on both face and eyes to the blood. The sample was discarded.